Event description:
It was reported when using the tube glu plh 13x100 2.0 slbl gr there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: foreign matter in tube x1.".

Manufacturer narrative:
Investigation summary: bd received 1 sample and 3 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and the customer's indicated failure mode of foreign matter was observed on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Bd was not able to identify a root cause for the indicated failure mode however, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. Several projects are in place that will help reduce the potential of introducing foreign matter into tubes. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube glu plh 13x100 2.0 slbl gr there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: foreign matter in tube x1."